Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump experienced multiple occurrences with loss of prime over the last year. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged prime issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of 162 warnings observed in the black box. The rewind, load and prime steps were successfully performed with no alarms. The force sensor calibration was within specification. The pump was exercised for 24 hours with no loss of primes occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.